Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported device test failed, pump was leaking out insulin the reservoir compartment. Customer also reported insulin continuing to exit tubing after motor stops while priming and pump was turned off. The customer was treated with carb intake and glucagon. The event involved product(s) mmt-243a, mmt-332a, mmt-7020a, mmt-1884. Troubleshooting was performed and the customer reported that pump was exposed to moisture and fluid was present in pump. Pump did not pass self test. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-7020a. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. The pump primed and seated properly during testing. The pump was monitored; there was no unexpected powering off or pump errors/alarms noted. The trace and history files were successfully downloaded using thump. No critical pump errors/alarms on or close to the event date (4/16/2025) were found in the pump history and pump diagnostic trace files. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked battery tube threads, cracked battery compartment, and pillowing keypad overlay. The pump passed all functional testing: the complaints of not passing the self test (alarm-device test failed) and then turned off (power problem-battery loss) is not confirmed. The complaint of insulin continuing to exit tubing after motor stops while priming (delivery anomaly-prime/fill anomaly) is not confirmed. Low bg anomaly is not confirmed. Moisture damage was found during the visual inspection. Insulin leaked into the reservoir compartment (moisture exposure), low bg event (past), (place holder/pending). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.